Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, on firing the stapler, the staples did not deploy. They had to control the bleeding and surgical time was extended more than 30 minutes due to the product problem.